Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer remotely and found the geometry movement of the detector failed. Review of the system log files showed a force sensor collision. The customer tried to calibrate the detector force sensor, but it kept on failing. A replacement force sensor was delivered to the customer for replacement. The customer replaced the force sensor themselves to resolve the issue. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the geometry movements were unavailable, delaying the patient's coronary procedure approximately 20-30 minutes. The patient was moved to another room and the procedure was completed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.